Manufacturer narrative:
Age at time of event: greater than 70 years.

Event description:
It was reported that the burr became stuck on the guidewire. A 1.50mm rotapro with rotawire were selected for an atherectomy procedure in the 90% stenosed, not very tortuous and highly calcified distal left main and proximal left anterior descending artery (lad). The rotapro was platformed and the physician tried to advance the burr over the wire, however, the burr encountered some resistance on the guidewire. The burr became stuck on the guidewire in the left main when the physician tried to remove the system to reposition the wire. The catheter, and the wire were removed together as one unit from the patient. The procedure was completed successfully with another of the same device. There were no patient complications reported and the patient was fine.